Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: there's physical damage at the distal tip of cannula 1 and 2. Also, pieces of the distal tip look to be broken off from cannula 1 and 2. The distal tip pieces were not received with the devices. There's no physical damage at the distal tip of cannula 3. The probable root causes for the reported failure involving these devices could be due to: excessive force applied to cannula by user or contact force with a hard surface/other surgical instrument. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that broken plastic on dri-lok cannula.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that broken plastic on dri-lok cannula.